Event description:
An endurant ii stent graft system was implanted for the endovascular treatment of a 6.4 cm diameter abdominal aortic aneurysm. It was reported that the physician implanted the bifurcated main body and limb stent grafts. The stent grafts were deployed, but after the surgery, it was determined that a wire had most likely caused an aortic dissection. This resulted in the proximal part of the bifurcate and suprarenal fixation being deployed in a false lumen. The patient underwent an explant of the system and received a conversion. Three anchor pins from the suprarenal fixation remained in the patient, as the physician believed that time was of the essence. The surgeon felt that the patient's age and condition of the aorta made survival unlikely. The patient lost a large quantity of blood during the conversion surgery. It was reported that the patient subsequently died. The surgeon acknowledged that this was no fault of mdt product or support. There was no way to know that a dissection had occurred after initial angio and then before main body deployment. Review of returned films pre-implant ((B)(6) 2013) revealed a long neck which contained thrombus. The proximal neck diameter was 21 x 25mm just below the renals, and contained thrombus which had a dissection appearance near the renals. Approximately 5cm below the renals, there was a 5cm diameter x 4cm length aaa which also contained thrombus. The distal aorta ID (flow lumen) was 15mm and calcified, and both iliacs were calcified. Mages during and post-implant were not provided. The cause of the events could not be determined from these images.

Manufacturer narrative:
Exact date of death is unknown. (B)(4). Evaluation results: inherent risk of procedure (arterial dissection, death). Patient¿s condition affected effectiveness of device (age, physical condition). Caused by another drug/device (guide wire). Evaluation conclusion: device failure/lack of effectiveness related to patient condition (age, physical condition). Known inherent risk of a procedure (arterial dissection, death). Another device caused failure (guide wire).